Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a.(B)(4). Other device used: catalog #00631005032, trilogy longevity polyethylene liner, lot # 60072286. Catalog #00784501200, versys fiber metal midcoat femoral stem, lot #77257400. Catalog #00801803202, versys femoral head, lot #60078836 - manufactured by zimmer (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient is alleging harm caused by the device, however the nature of the harm is unknown at this time.

Manufacturer narrative:
Device history records review for identified no deviations or anomalies. These units were released to distributor with no deviations or abnormalities. No devices were received; therefore no product evaluation could be performed. This device was used for treatment. A definitive root cause cannot be determined for alleged harm caused by the device with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event.